Manufacturer narrative:
The customer device was returned for investigation. The olympus service center was unable to confirm the customer reported problem due to not having the require detection equipment; therefore, the biopsy port was replaced. However, it was possible customer reported issue was due to reprocessing not perform in a timely manner. In additional, repair history of the device showed the most recent repair was completed on dec 28,2021 and the following faults were detected: bending cover, channel port and distal end leakage; probe surface damaged and oily; noisy ultrasonic image; wrinkled lg-tube, stripped screw between control section and lg-tube. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing of the evis lucera ultrasonic bronchofibervideoscope, stains were found in the biopsy port of the device. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter.

Event description:
Additional information was received from the reporter. Four (4) scopes were microbiologically tested by next-generation sequencing (ngs). The culture tested positive for acid-fast bacilli on (B)(6) 2022; however, it was not determined which scope tested positive. The user had followed the process for reprocessing the scope. This complaint is related to patient identifiers; (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where: - pre-cleaning: wipe with enzyme cleaning solution and flush with the air/water channel cleaning adapter. - leakage test: leakage was not detected. - manual cleaning: the user used multienzyme detergent and cidex opa disinfectant. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the users culture results were not provided and the reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.